Event description:
Customer was feeling dizzy and kept falling down. Customer went to the hospital where they were given an IV and hospitalized. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.